Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported accident appears very likely. However to determine an exact root cause a device investigation would be necessary. The device was explanted but has not been received for investigational purposes yet.

Event description:
The user suffered a head trauma and hearing performance with the device has been affected. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user suffered a head trauma and hearing performance with the device has been affected.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user suffered a head trauma and hearing performance with the device has been affected. The user has been re-implanted on (B)(6) 2019.